Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, display window and minor scratches on lcd window.

Event description:
It is reported that the customer had normal blood glucose levels of 82 mg/dl. The customer reported that when she tried to hit the bolus button, the numbers on the screen of the insulin pump would just keep scrolling up. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.